Manufacturer narrative:
(B)(4).

Event description:
Procedure type: appendectomy. According to the reporter: after the surgeon sutured, he used an electrical knife to cut nearby and discovered that the suture broke. Pieces did not fall into the pt's cavity, there was no surgical intervention, and surgery time was extended by more than 30 minutes. There was no blood loss over 250ccs and no tissue loss.